Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range shock impedance measurements. The decision was made to replace the associated right ventricular (rv) lead. During the replacement procedure, however, difficulty was experienced inserting the new rv lead into this crt-d. The physician was not able to properly secure the new rv lead into the header of this crt-d. This patient had no underlying rhythm, so the decision was made to also replace this crt-d. The new pg and rv lead were implanted successfully. Both new products were competitor products. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all retainer rings were bent, and the hex slot on the ventricular tip setscrew was damaged. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.